Event description:
As reported (B)(6), 2013, a patient of unknown age and gender presented for an angiographic procedure. After the catheter had been placed inside of the patient, it was noted the tip of the catheter had begun to fracture. The tip did not fully detach from the catheter shaft. The device was successfully removed as whole from the patient. It was reported the patient suffered no harm or injury due to the event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history record was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).